Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 276 mg/dl at the time of the incident. Customer took a bolus and for breakfast and two hours later my blood glucose went up to 434 mg/dl. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.